Event description:
Related manufacturer reference number: 2017865-2025-12254. It was reported that patient presented in clinic for routine follow-up. Upon interrogation, it was found that patient's right ventricular (rv) lead exhibited noise oversensing. High ventricular rate (hvr) episodes were also noted. During lead revision procedure insulation damage was noted on the lead. It was further noted that the rv lead was stuck to atrial lead and atrial lead was dislodged. Both leads were explanted and replaced. The patient was stable.